Event description:
It was reported that noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.